Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. Additional observation reported by site that is related to the primary failure: the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. Root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps (part # 471205-17 /lot # n10201103-0165) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk2408. The instrument has maximum 14 uses and there were 5 uses remaining. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the additional information obtained from initial reporter, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire insulation damage during a procedure, with no evidence or claim of user mishandling or misuse. An instrument with damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps instrument cable was stripped inside. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 19-aug-2021: the instrument was inspected prior to use. Coagulation was being performed when the issue was identified. According to the reporter, there was damage to the conductor wire insulation. The instrument did not collide with any other instrument or tool during the procedure. There were no signs of thermal damage at the site of conductor wire breakage. The procedure was completed using a backup instrument.